Event description:
It was reported that 2 hours after a dose increase of gabalon from 50 to 60 mcg, the patient experienced cold sweats, yawning, palpitations, arrhythmia (paroxysmal tachycardia) and a-v block. The event was reported as severe and serious (category chosen listed as "hospitalization or prolongation of hospitalization required for treatment of adverse event"). The pump was stopped on an emergency basis (minimum rate) and the symptoms resolved by the following day. Dose titration up to 120 mcg/day of gabalon resumed over the following 2 months without reoccurrence of symptoms. Per the reporter: "the event is thought to have been caused by stress from bedrest in the early postoperative period. It is unlikely that the event is an adverse reaction to baclofen."